Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found with insulation damage with an exposed conductor at the terminal end during a procedure for routine device replacement. There were no indications of a lead issue prior to the procedure. The lead was surgically abandoned. No adverse patient effects were reported.